Manufacturer narrative:
Event was notified to the manufacturer on 18-june-2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 42 days after a cesarean section, the colporrhagia was not exhausted. There was no intrauterine foreign body and placenta residue on ultrasonic examination. It was suspected that the absorbable suture absorption was delayed and the healing of the uterine incision was not good which caused the infection. Oral antibiotics and hemostatic drugs were given for 7 days, and blood volume was reduced. The incision area was clean a month later.